Manufacturer narrative:
(B)(4).

Event description:
It was reported that far-r oversensing leading to at/af detection was observed during biv capconfirm testing. Patient was asymptomatic. Programming changes were made and the issue was solved. Patient was asymptomatic post device reprogramming.